Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2021-09529 related manufacturer reference number:2017865-2021-09531 it was reported that the patient presented with an infection. It was noted that the patient presented for continued irritation to the site. It was observed by the staff that the site over the pacemaker was red and a little swollen. Subsequently, the patient was instructed to go to the urgent care for further evaluation. The physician at the urgent care instructed the patient to go to the local hospital for evaluation and possible therapy, which the patient never did. When the patient presented to hospital the pacemaker was exposed through the outer layer of skin and was protruding halfway out of the pocket. The patient was then admitted and administered antibiotic therapy for the following week prior to a planned extraction. The entire system was explanted. The patient was in stable condition.